Manufacturer narrative:
The sodium electrode lot number is dve16. The expiration date was not provided. The field service engineer (fse) found a partially occluded ion-selective electrode (ise) sipper flow path. The fse removed, cleaned, and flushed the sipper nozzle, cleaned the vacuum nozzle and dilution vessel, flushed the sipper flow path, inspected the ise block and sonic wash station, replaced the ise sample probe, and performed probe adjustments, the daily wash rack, a precision test, and ise calibration. The customer performed ise calibration and qc successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode results for 3 patient plasma samples on a cobas pro ise analytical unit. The initial results were accompanied by a delta flag and not consistent with the patients' histories which prompted the customer to repeat the samples. For sample 1, the initial result was 150.1 mmol/l. The sample was repeated on another pro ise analyzer and the result was 140.6 mmol/l. For sample 2, the initial result was 140.2 mmol/l. The sample was repeated on another pro ise analyzer and the result was 130.5 mmol/l. For sample 3, the initial result was 147.9 mmol/l. The sample was repeated on another pro ise analyzer and the result was 138.5 mmol/l. The repeat results were deemed correct.

Manufacturer narrative:
The alarm trace did not contain a conspicuous event. The investigation determined that the service maintenance actions resolved the issue. No further issues were reported after the service visit.